Event description:
Catheter injection with fluoroscopy was performed on port-a-cath that did not have a blood return. On further examination there was a tubular opacity superimposed over the existing catheter line which could potentially represent a portion of retained peel-a-way sheath. The findings also suggested the formation of a fibrin sheath at the tip of the existing port. The hospital's surgery and trauma team has expressed their concern with this device, stating the need for an indicator line to be placed at the end of the peel-a-way sheath to indicate that the entire sheath has been removed from the device.